Event description:
Customer reports this inform meter shows evidence of burning at the connector with the base unit. No adverse event reported. A request was made for the return of the device, replacement was sent.